Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was about 200mg/dl. Assisted nurse with viewing the bolus wizard settings, and the sensitivity was already set to 50mg/dl per 1 unit of insulin. No further information was provided.